Event description:
It was reported that the user experienced a low glucose event while using the ilet bionic pancreas in conjunction with a dexcom g7 after announcing a usual meal size despite recently reduced intake following initiation of manjaro, which led to nocturnal hypoglycemia; the agent provided troubleshooting and education for correct meal announcements and the user self-treated with oral carbohydrates and glucagon. Symptoms included hypoglycemia with hot flashes/flushes, shaking/tremors, and confusion/disorientation, with the lowest cgm value of 59 and an event duration of approximately 20 minutes. Outcomes included an unexpected medical intervention in the form of medication administration and the event met the definition of a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure or method, with the relevant device component being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.